Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin injection (1 gram; route, frequency, and duration not reported) and amikacin (100 milligrams; route, frequency, and duration not reported) for the peritonitis event. At the time of this report, antibiotic treatment was ongoing. It was not reported if dianeal therapy was ongoing. The recovery status of the patient was not reported. No additional information is available.